Event description:
The customer stated that the rate button on the spacer panel wasn't sensitive. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer stated that the rate button on the pacer panel wasn't sensitive. No patient involvement was reported. A philips fse evaluated the device and verified the failure. The issue was diagnosed as a malfunction of the pacer keypad assembly. Replacing this assembly resolved the issue.